Event description:
It was reported that upon interrogation of the device, a message indicated that "battery condition dictates reduced telemetry speed", followed by another message that indicated the device backup mode was triggered by a safety mechanism, and the device was able to partially restore its programmed settings. This continued upon further interrogation tries, making it impossible to test or program the device. A manually guided reset was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.